Event description:
It was reported that guidewire entanglement occurred. The target lesion was located in the peripheral artery. An opticross 18 was selected for treatment. During the procedure, while running ivus, the device wrapped around the wire. The wire and the catheter were removed. The procedure was successfully completed with a new wire and ivus catheter. There were no patient complications reported.

Event description:
It was reported that guidewire entanglement occurred. The target lesion was located in the peripheral artery. An opticross 18 was selected for treatment. During the procedure, while running ivus, the device wrapped around the wire. The wire and the catheter were removed. The procedure was successfully completed with a new wire and ivus catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Twists were observed in the imaging window assembly. A kink was observed in the sheath assembly.